Event description:
On the day that the intravenous (IV) pump sets were exchanged for a new brand, a nurse used the new symbiq IV pump tubing with the medication hung at 1330. The symbiq IV pump indicated "nearing end of infusion." Nurse noted that none of the medication was infused. The pump was programmed and hooked up correctly. The IV pump volume to be infused was reset. The pump counted down ml but no drips were noted in the drip chamber. At approximately 1400, the tubing was changed to a new set (same type) and the new set worked properly. The 30 minute delay in med administration had no affect on the patient. Nurse indicated that it appears that the tubing was the problem (not the pump) and so the tubing was bagged and returned to the manufacturer's representative. The company is to contact this facility with the findings of their investigation.====================== health professional's impression======================see narrative above.====================== manufacturer response for hospira, lifeshield symbiq pump set======================they will send the pump set to their quality department for an inspection.